Manufacturer narrative:
The hyperform balloon catheter was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there is no evidence suggested that the device was defective, but rather a procedure related event. Related mdrs for this event: 2029214-2018-00810. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of a small cerebral aneurysm located in internal carotid artery cavernous sinus, a little bit distal from the cavernous sinus, it was observed that wall apposition of the proximal section of the flow diverter was not very good. A medtronic occlusion balloon catheter was used for percutaneous transluminal angioplasty (pta). When balloon was delivered through the true lumen of the pipeline, a cavernous carotid fistula (ccf) was observed. Prior to the event. It was reported that the pipeline flex was placed as usual. After that, the delivery pushwire and marksman were removed. Since the crimping of the proximal side was weak, the balloon was prepped and delivered through the true lumen of the pipeline in order to perform the pta for the poor wall apposition of flow diverter. It was found that the ccf was formed. When pta was applied to the proximal end, it seemed that the ccf became slightly weak. Transvenous embolization (tve) coiling treatment was provided to the patient. Follow-up observation would be performed. The patient's condition is currently being monitored. Vessel tortuosity was described as moderate and medium in diameter.